Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - lucea 50. As it was stated, upon the device inspection some of the suspension arm fixation screws on the connection with spring arm were found loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device may lead to the detachment of spring arm together with headlight and serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by a subject matter expert at the manufacturer¿s site. It was difficult to determine the root cause based on very limited information (no picture of the defective screws available, no information about preventive maintenance, no information about device history), however the yearly maintenance program ¿service protocol¿ mentions to ¿check the suspension fixing screws¿. Therefore, the most probable root cause of the reported problem is related to lack of maintenance. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number ot (B)(4).

Manufacturer narrative:
Event site name: (B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - lucea 50. As it was stated, upon the device inspection some of the suspension arm fixation screws on the connection with spring arm were found loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device may lead to the detachment of spring arm together with headlight and serious injury.